Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram card was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up to a usable state. No pt or user injury reported.